Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on radius side assessed, as fold flaw opening. Additional observations: wear abrasion is observed. Creases are observed. Stress marks are observed assessed, as non-penetrating nick. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported, right side rupture. The device has been explanted.